Manufacturer narrative:
Exemption number: e2015015.

Event description:
The dentist reported after placing implant it failed to stabilize. Implant was removed due to no primary stability. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The dentist reported after placing implant it failed to stabilize. Implant was removed due to no primary stability. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The dentist reported after placing implant it failed to stabilize. Implant was removed due to no primary stability. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).